Manufacturer narrative:
Additional information will be provided upon further evaluation of event details.

Event description:
It was reported that approximately three weeks after implantation of virage, the patient suffered a cerebrovascular accident and died. The patient underwent occipital implantation of virage for an unspecified indication. There was surgical delay of thirty (30) minutes that was attributed to a difficult angle of occipital implantation of the virage plate. No patient complications were reported and virage was successfully implanted. Approximately three weeks after implantation, the patient suffered a cerebrovascular accident and died. It was reported that the patient had a history of multiple strokes prior to the initial surgery, and it is the health care professional's opinion that the death is related to the prior strokes.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, analysis of device records could not be performed as the lot number is unknown. Review of all provided information concluded that there is no evidence of a product defect or deficiency. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.